Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached and damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed error code 44000. Functional testing confirmed the error code was due to an application failure. The cause of the error code was traced to a faulty printed wire assembly (pwa). The pwa and dso seal were both replaced.

Event description:
It was reported that the pump doesn't charge. There was unknown patient involvement. Evaluation of the returned device identified a detached downstream occlusion seal and error code 44000.